Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a longitudinal tear in the balloon 1.6cm from the tip and is approximately 6cm long. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. A 8.0mm x 60mm x 135cm sterling balloon catheter was advanced for dilation. However, during first inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications and the patient condition was good. It was further reported that the target lesion was 90% stenosed and was located in the mildly tortuous and mildly calcified vessel.

Event description:
It was reported that balloon rupture occurred. A 8.0mm x 60mm x 135cm sterling balloon catheter was advanced for dilation. However, during first inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. A 8.0mm x 60mm x 135cm sterling balloon catheter was advanced for dilation. However, during first inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications and the patient condition was good. It was further reported that the target lesion was 90% stenosed and was located in the mildly tortuous and mildly calcified vessel.